Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a craniotomy procedure, 6 products were found in a 5-products package by the nurse. The event occurred during the procedure but the product was not used for the patient. The procedure was completed with another device. There was no patient injury.